Event description:
The customer reported that they could not visualize fluro image. This could make the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into svc.